Manufacturer narrative:
MFR has received the prod and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor the heart rhythm of a female pt, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant did not indicated that there was any adverse effect to the pt due to the reported malfunction.